Event description:
It was reported that the patient presented to the hospital after receiving a vibratory notifier. High, out of range, hv lead impedance was noted upon interrogation. The out of range measurements could not be reproduced with provocation. The lead was explanted and replaced. The patients condition was good during the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.